Event description:
It was reported the system responded with error 4 at the beginning of a laparoscopic gastric bypass. Troubleshooting was performed and it was determined the generator would be returned for repair. Another generator was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/26/2007. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of an error code 4. To correct the issue the main pcb was replaced. After servicing, the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.